Event description:
It was reported that occlusion alarms occurred. Customer performed a pump reset and resumed insulin delivery to address the issue. There was no adverse impact to customer¿s blood glucose level.